Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that unspecified sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that his dexcom g7 sensor had malfunctioned earlier in the day, leaving him without reliable glucose readings. Later that evening, at approximately 10:30 pm, he began to feel severely ill and experienced symptoms consistent with diabetic ketoacidosis (dka). Emergency medical services were contacted, and the patient was transported to the hospital by ambulance. During transport, the sensor was removed as his condition continued to worsen. The patient was evaluated by a physician at approximately 12:00 am on (B)(6) 2026. He reported that his blood glucose level exceeded 500 mg/dl, estimating a value of around 535 mg/dl. According to the patient, the treating physician indicated that the significantly elevated glucose level may have contributed to a possible cardiac event. While hospitalized, the patient received intravenous fluids and insulin therapy to stabilize his condition. He remained admitted for more than 24 hours; however, he was unable to provide the exact date of discharge. At the time of reporting, the patient¿s current condition was not specified. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.